Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level 200mg/dl at the time of the incident. Customer also stated that they cannot read the display. Customer also stated that the pump was exposed to moisture .the customer was assisted with troubleshooting and the display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrate motor during visual inspection. Unable to perform operating current test, unexpected restart error test, self test and displacement test due to blank display.